Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarm was noted. All of the buttons functioned properly and no moisture damage was noted on the keypad traces. The keypad connector was fully locked. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she changed the reservoir and battery. The insulin pump alarmed battery out limit do to the battery being out longer than allowed. Customer stated that the screen went to time/date set up and she noticed the act button does not respond and if she presses the sc button, it goes back to fill cannula. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.